Event description:
The team has reported that the uterine manipulators from bioteque america have been malfunctioning. The balloon at the end will not deflate. I do not have any specific patients this happened on, a tech brought it to my attention and gave me one that had been opened but not used. Bioteque america, sku#: umi4.5k, lot: a221004, exp: 2025-09-30.